Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') in an adult female patient who had essure (batch no. 786126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain,"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and fibromyalgia ("fibromyalgia"). At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal distension, rash, alopecia, tooth disorder and fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, back pain, fibromyalgia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Lot number: 786126, manufacturing date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') in an adult female patient who had essure (batch no. 786126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain,"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and fibromyalgia ("fibromyalgia"). At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal distension, rash, alopecia, tooth disorder and fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, back pain, fibromyalgia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Lot number: 786126. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. Reporter information, product indication lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.